Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in two inappropriate shocks. Device data was sent to rhythmcare for review. Data review determined the r-wave amplitudes were variable during the inappropriate shock events. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.